Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have two bravo capsules which failed to attach during the initial procedure. It was reported that there was no harm to the patient, no intervention was required and no repeat procedure was performed. It was reported nothing was unusual about the patient or the procedure, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule. The capsule and delivery device are not expected to be returned for evaluation.